Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing therapy due to atrial fibrillation with rapid ventricular response. The delivered therapy induced the patient into ventricular tachycardia (vt). Reprogramming options were discussed for this ICD that remains in service. No additional adverse patient effects were reported.